Event description:
Event description guidant received information that at 13.0 months post implant, this implantable cardioverter defibrillator (ICD)exhibited a lower than expected monitoring voltage.